Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed electrical discontinuity due to an open integrated circuit.

Event description:
It was reported that the device was taken off the shelf to prepare for an implant and the wireless telemetry did not work. The packaging was not breached. No patient was involved with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.